Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. Although the reported issue could not be confirmed, it is likely the dirty water was generated from a third party reprocesser and had entered the scope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer: additional information stated the procedure was diagnostic, and procedure was completed without delay.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation could not be confirmed. The angulation in the up direction is out of standards due to the wear of the angle wire, the gap of the up/down knob was out of standards due to the worn angle wire, there was a crease at the charged-coupled device, the light guide lens was broken and there was a gap in the adhesive part of the bending section cover. There were also pixels on the screen and the control unit was worn. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that when preparing the evis lucera elite colonovideoscope for use, there were dirty water drops from the auxillary water supply after reprocessing. The procedure was completed with a similar device and there was no patient harm reported as a result.